Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received assy hybrid board ptv, visually inspected the assembly, no signs of any physical damage. The reported complaint "hardware fault 20" was confirmed and duplicated. The root cause was traced to damaged ultra capacitors cap, alu elec, 10f, 2.5v p/n 12932-001 rev a. The hybrid board was replaced to resolve the issue.

Manufacturer narrative:
Third party service technician was able to duplicate the reported "alarming hw fault-20 and would not reset". Event trace download reveals hw fault 20 alarm condition. Ventilator alarmed hw fault 20 during extended testing. Ventilator fails initial and final test due to alarm active 20. Bench testing reveals a non-conforming hybrid was causing the vent to alarm hw fault 20. Service technician will replace hybrid board to resolve the issue. Hybrid board will be sent to fa lab for further analysis. No root cause has been determined yet, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the revel ventilator experience hardware error fault 20 and would not reset. The customer advised that the patient was moved to another ventilator and there was no patient harm associated with this event.